Event description:
Generator product analysis was completed. Diagnostic values were as expected for the programmed settings. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The generator was subjected to and completed a final electrical test. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
The explanted generator was received for product analysis; however, product analysis has not been completed to date.

Event description:
Further information was received noting that the patient had generator replacement surgery on (B)(6) 2019. The high lead impedance was resolved after the generator was replaced. During the replacement surgery, the surgeon noted that the tubing between the pin and silicone tubing looked rough. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery due to battery depletion. The product analysis lab confirmed that the generator had experienced premature battery depletion. There were no performance or any other type of adverse conditions found with the pulse generator. The premature battery depletion and generator replacement was captured in MFR. Report #1644487-2019-02016. The associated data dump from the product analysis of the explanted generator noted that there was high lead impedance prior to explant of the generator. The high lead impedance will be captured within this report. Further information was received from the physician's office that the physician was not aware of high impedance prior to the generator explant as high impedance was not observed by the physician. Further information was received that the patient presented with high lead impedance on the replacement generator. The patient reported not feeling magnet stimulation upon swiping. Chest x-rays were performed for the patient. The physician noted that the vns looked intact. There was no reported trauma to the patient's implant area. The patient was referred to surgery for the high impedance. The x-rays referenced have not been received or reviewed by the manufacturer to date. No known surgical intervention of the lead has occurred to date. No other relevant information has been received to date.